Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer states they had not treated for the high yet. The customer was advised to treat prior to troubleshoot. The customer states the pump was their only method of treatment. The customer states they would conduct full set change to treat the highs. The customer will be calling back at a later time to follow up on high blood glucose troubleshoot. The customer called back and believes the issues with the meter, not the pump. The customer states they are receiving 178mg/dl, 536mg/dl and now 106mg/dl readings. The customer was advised to speak with lifescan for troubleshoot.